Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after consuming a high-carbohydrate snack without a meal announcement while using the ilet system, and upon removing the teflon infusion set the cannula was observed to be bent; blood glucose was reported over 400 mg/dl for approximately 2.5 hours, and the user was guided to replace supplies and resume insulin delivery. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included technical support troubleshooting and user education on proper supply change steps, along with recommendation to perform a fingerstick and monitor until within target range. Investigation of this case revealed a bent cannula and uninterrupted pump function after supply replacement. It was concluded that the event involved hyperglycemia with cause unclear, with contributory factors including unannounced carbohydrate intake and an infusion set cannula bent upon removal. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.